Event description:
It was reported that prior to an unk procedure, as the trigger did not function properly, the clip could not be formed when the device was checked. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Feed bar and feed link disengaged form feed bar. Evaluation summary: the analysis results confirmed that the device was received for analysis. The device was tested for functionality with and it was noted that the device would not feed the clips. The device was disassembled and it was found that the feed link was broken and feed bar connectors were disengaged for the feed bar, therefore, causing firing issues. A batch record review was performed and no anomalies were found during the mfg process.